Event description:
Approximately 16 months after a cypher rx stent was implanted, the patient experienced instent restenosis. At the time the stent had been implanted, angiography revealed 99% stenosis in the mid right coronary artery (rca). The reference vessel was non-tortuous. The lesion was pre-dilated at 8atm and the 3.5 x 33mm cypher rx was implanted at 15atm. The stent was not post-dilated and there was no residual stenosis. Approximately 16 months later, the patient experienced exertional chest pain. Angiography showed 99% instent restenosis. The event was treated with balloon angioplasty with 0% residual stenosis. This complaint was received from a physician who had not been present during the cath. The physician thought there may have been a fracture of the stent, but there was no indication of a stent fracture in the interventional catheterization report or the brief cath note.

Manufacturer narrative:
The device was implanted and not available for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Although stent fracture was not mentioned in the medical records, a review of the procedure cd revealed that a stent fracture occurred. A (B)(6) male with known cad experienced stent fracture and in-stent restenosis approximately a year and four months post implantation of a cypher stent. Initially, a 3.5 x 33mm cypher rx was implanted at 14 atm in a 99% stenosed lesion in the mid right coronary artery (rca). The residual diameter stenosis measured 0%. Approximately 16 months later, the patient experienced exertional chest pain and had a positive stress thallium study. Angiography showed subtotal occlusion of the mid rca with 99.9% in-stent restenosis of the cypher stent and some left-to-right collaterals. The ejection fraction was 55%. The event was treated with balloon angioplasty with 0% residual stenosis. Timi iii flow was recorded and there were no procedural complications reported. There was no indication of a stent fracture in the interventional catheterization report. Procedural films were received and sent for review to an independent cardiologist. The film review report indicated that there is a stent fracture in the mid portion of the stent with an approximately 2 mm separation of the stent fragments. The in-stent re-stenosis occurred exactly at the site of the stent fragment separation. The independent film review report concludes that the long cypher stent was placed in an angulated rca which appears to be hyper-mobile and may have resulted in mechanical factors leading to the stent fracture. The in-stent re-stenosis occurs at the site of the stent fracture and hence the patient has a high risk of repeat re-stenosis at this segment and perhaps another des should have been placed at the area of fracture. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Ses fracture has been recognized as a new potential mechanism of restenosis. The cause of complete stent fracture in the present case was most likely attributed to mechanical stresses and hyper-mobility resulting from cardiac contractions. Based on the information provided, there are patient factors (progression of known cad) and vessel factors (vessel hypermobility) that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.